Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, dizziness, headache, kidney disease/toxicity, nausea, vomiting, inflammatory response, lung disease and respiratory tract irritation. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, dizziness, headache, kidney disease/toxicity, nausea, vomiting, inflammatory response, lung disease and respiratory tract irritation. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed the following from an external and internal inspection: pil initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord. Pil also observed customers humidifier heater plate did heat. Pil used a known good pil supplied heated tube on customer¿s humidifier and verified the heated tube did heat. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Missing ui (user interface) knob. Potential mineral deposits inside blower box indicate possible water ingress. Dust-like contamination inside humidifier enclosure and inside water tank. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 2 error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation, observe dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Box d was updated. Box h: device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.